Event description:
Reportedly, the pt underwent a "routine" atrial fibrillation (af) ablation (by pulmonary vein isolation technique). During the procedure, the pacemaker was in situ. The procedure was long. Before the procedure: device ok. After the procedure: no more output, no more telemetry, no more reaction to magnet application. The pacemaker involved in this MDR report was explanted and returned for analysis.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the untied states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (B) (4). Conclusion: the absence of output and telemetry resulted from damages of the protective components (including the protective diodes), which induced an overconsumption; in addition, tests made with an external power supply found partial damages on internal circuit. These damages most likely resulted from the external rf ablation. Finally, it is important to note: this pacemaker model was designed and approved in accordance with applicable requirements (pren45502-2-1: active implantable medical devices, part 2: particular requirements for active implantable medical devices intended to treat bradyarrhythmia (cardiac pacemakers)). The observed event after the external af ablation (by rf ablation / pvi technique) delivery must be considered as an adverse event that may occur on active implantable medical device when it is submitted to a "medical treatment during which an electrical current from an external source passes through the pt's body", as mentioned in the labeling.